Event description:
The pt was admitted with palpitations in 2007, and was found with supraventricular tachycardia. A cardiac electrophysiological study (eps) with induction of arrhythmia and nodal ablation was done but during the procedure, while the tech was removing the catheters from the groin area, one of the sheaths (6f, avanti plus) got stuck and broke off leaving only the hub. The remainder of the sheath was retained in the right femoral vein. A vascular surgeon was called and the pt was transferred from cardiovascular lab. The pt went to the or for cut down and removal of the introducer. The pt was discharged the next day, in stable condition with instructions to f/u with the cardiologist.

Manufacturer narrative:
The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.